Manufacturer narrative:
The reported events were high capture threshold and lead damage during revision. As received, a complete lead was returned in one piece. The reported event of lead damage during revision was confirmed. Visual examination of the lead found electrocautery damage to the insulation due to procedural damage. The cause of the reported event of lead damage during revision was isolated to the electrocautery damage to the insulation due to procedural damage. The reported event of high capture threshold was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that oversensing was observed on the right atrial (ra) lead. High capture threshold was observed on the right ventricular (rv) lead. During revision, damage was observed on the ra lead and rv lead. The ra lead and rv lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.